Manufacturer narrative:
A patient's ipg not holding charge was reported to abbott. It was also determined the patient has to charge ipg more frequently than recommended. The patient programmer displayed error code 2501. The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported event could not be conclusively determined.

Manufacturer narrative:
Reporter phone number (B)(6). B3-date of event is estimated.

Event description:
It was reported that patient had to charge the ipg more frequently than recommended. Surgical intervention may take place to address the issue.